Event description:
It was reported that a patient's right atrium leadless pacemaker (ralp) exhibited undersensing, no atrial sensing and no capture. X-ray and computed tomography scan were performed and revealed that the ralp had migrated to the iliac vein. The physician alleges that the cause was due to tricuspid regurgitation and the ralp being too close to the valve. The physician elected to retrieve and explant the ralp. The patient condition was stable following the procedure.